Event description:
Piston rod head malfunction, piston head did not touch the cartridge (device issue) (hyperglycaemia). Case description: this serious spontaneous case form (B)(6) was reported by a pharmacist as "piston rod head malfunction, piston head did not touch the cartridge" beginning on (B)(6) 2014, "hyperglycaemia" beginning on (B)(6) 2014, and concerned a (B)(6) female patient who was treated with novomix 30 penfill (dual acting insulin aspart) from an unknown start date due to "diabetes type 2" and novopen echo (insulin delivery device) from an unknown start date due to "diabetes type 2". Patient's height: (B)(6); patient's weight: (B)(6); patient's bmi: (B)(6). Medical history included diabetes type 2 diagnosed in 1984, heart rhythm disorder (atrial fibrillation), cardiac insufficiency, age-related macular degeneration, intraocular pressure, venous insufficiency, hypercholesterolemia and high blood pressure. On (B)(6) 2014, the patient had injected 30 iu of novomix 30 penfill by using novopen echo just before dinner. On (B)(6) 2014 it was reported that the patient presented with hyperglycaemia due to piston of novopen echo malfunction. The fasting glycemia was 3g/l. The patient found that the piston head did not touch the cartridge. The patient reported that no insulin was delivered by priming to expel air form the cartridge; the patent repeated the operation many times without success. The patient's pharmacist replaced novomix 30 penfill and novopen echo by novomix 30 flexpen (dual acting insulin aspart). Treatment of th hyperglycaemia was reported as 101u of novorapid in the morning. It was reported that the patient administered novomix 30 flexpen before the lunch. The gylcaemia result was 1.10g/l just before the lunch. Action taken to novomix 30 penfill ad novopen echo was reported as product discontinued. On (B)(6) 2014, the outcome for the event "hyperglycaemia" was recovered. The outcome for the event "piston rod head malfunction, piston head did not touch the cartridge" was unknown. On (B)(6) 2014, the case was reclassified from non-serious due to the event "hyperglycaemia" was assessed as medically significant by the reporter as per the follow up information received. Reporter's comment: casuality reported as probable. No alternative aetiology proposed by the reporter.